Manufacturer narrative:
A returned product analysis indicated that the complaints of pocket discomfort and difficulty charging the ipg were not verified. Upon receiving, the ipg was depleted completely, and it was charged up in one cycle and was linked with a test remote control without any discrepancies. The battery charge profile indicates that there was no charge attempts prior to the explant procedure, suggesting that the device had been perhaps depleted and was unable to link. The current leakage test result indicated that the amount of currents between the ipg case to electrodes was so minuscule, it could not be a source of the pocket discomfort. Daily battery depletion rate with stimulation turned on was verified to be normal.

Event description:
A report was rec'd that the pt underwent a pocket revision due to pocket site discomfort. The pocket was relocated from the buttocks area to the waistline. The ipg was replaced because it had not been charged prior to the revision and intra-operative testing could not be performed on the ipg. The pt was doing fine after the pocket revision procedure.

Event description:
A report was received that the patient underwent a pocket revision due to pocket site discomfort. The pocket was relocated from the buttocks area to the waistline. The ipg was replaced because it had not been charged prior to the revision and intra-operative testing could not be performed on the ipg. The patient was doing fine after the pocket revision procedure.